Event description:
Information received by medtronic indicated that the sensor did not measure correctly and was removed. Customer had high blood glucose level of 30 mmol/l. Customer will discontinue use of the device.

Manufacturer narrative:
(B)(4). S/w version 4.10d, retainer ring=clear. Customer complained on (B)(6) 2021 is experiencing high bg and sensor anomaly. Unit passed active current measurement, sleep current measurement test, rewind, seating, basic occlusion test, occlusion test, force sensor test and displacement test. Unit successfully downloaded to thus. Pump communicated properly with test guardian link transmitter. No sensor anomalies noted. Unit alarmed pump error 63 during self test and confirmed the pump alarmed pump error 63 variable 3 on (B)(6) 2022 09:16:23.000 in the pump history download due to broken trace u1 pin6 on keypad assembly. Found moisture damage to the pcb1 board during visual inspection. No moisture damage noted to the motor assembly per visual inspection. The following were noted during visual inspection: corroded electronic assemblies, corroded battery tube, scratched case, pillowing keypad overlay, cracked keypad overlay and cracked retainer. The p-cap/reservoir does lock properly. No sensor anomalies noted during test. Pump error 63 during self test due to broken trace u1 pin6 on keypad assembly. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.